Event description:
The patient experienced a shocking/jolting sensation for a "couple of weeks" regardless if the stimulation was on or off. There was no accident or incident related to the sensation. The patient was redirected to her physician. Additional information from her physician was requested.

Manufacturer narrative:
(B)(4).